Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings:a visual inspection was performed and it was noted that the battery compartment was cracked above and below the bumper pad. It was noted that there was evidence of moisture contamination inside battery compartment. A leak test was performed which confirmed that the battery compartment was leaking due to the cracks. The pump case was removed and there was no further evidence of moisture present inside the pump. Unrelated to the original complaint, it was noted that the display was discolored when powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged. There was reportedly moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.